Manufacturer narrative:
Additional information was received indicating that on (B)(6) 2013, the manufacturer's technical services representative conducted a percutaneous lead distal end replacement according to procedure. The procedure event of red heart alarms and pump stoppages was confirmed based on the evaluation of the replaced section of the percutaneous lead (lead). A section approximately 6" long was returned for evaluation. The majority of the silicone cover had been removed. The connector bend relief had partially fractured and separated from the metal connector. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Examination of the lead found breakdown of the braided shield adjacent to the metal connector. Minor shield breakdown was also noted at the terminus of the connector bend relief. Visual inspection of the wires found a breach in the yellow wire insulation adjacent to the metal connector and the majority of the inner conductors had fractured. The red wire insulation showed evidence of abrasion against the braided shield but the inner conductors were not exposed. The adjacent wires showed kinking but the each wire's insulation was intact. If the exposed conductors of the yellow wire contacted the braided shield while operating on a tethered power source, the resulting short to ground would have caused the reported speed drops and pump stoppages. The observed wire damage appeared to be the result of wear and tear due to cyclic flexing. A review of the device history record revealed the device met applicable specifications. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that a percutaneous lead separation at the distal end bend relief has been identified. Additional information was received the following day indicating that the patient experienced speed drops and pump stoppage. X-rays submitted shows a small compromise a few inches from the system controller connection. It was noted that speed drops and pump stoppage are reproducible by manipulation of this section of the percutaneous lead. The site was stabilized and a percutaneous lead evaluation has been requested.